Event description:
Angio seal failed to deploy post cardiac cath. Alternative vessel closure method used.

Event description:
Add'l info rec'd from MFR 10/10/03: the device involved in the event was a 6f angio-seal vascular closure device, sts, reorder number 610110; the lot number was 03df94. The event description received by st jude medical by the sales rep stated "while retracting the device for deployment, the anchor was noted to still be within the sheath tip; pullout. Manual pressure was applied for hemostasis". No add'l info was provided. The physician has been certified on proper deployment techniques. Analysis could not be performed, as the device was not returned for evaluation. In a pullout situation, no components of the device are left in the pt. The anchor, collagen and suture pull out of the puncture tract and hemostasis is achieved by applying manual or mechanical pressure to the puncture site per standard procedures. MFR does not consider manual pressure as a medical intervention in the sense of code of federal regulations, part 21, section 803.50, subpart e 803.40. Manual pressure is indeed the standard procedure to achieve hemostasis which would have been used in the absence of angio-seal or any other vascular closure device. MFR does not consider this to be a pt safety-issue. Please recognize there are several factors that may impact device deployment, such as pt anatomy, the operator's deployment technique and the angle of the puncture site. The angio-seal instructions for use (IFU) state that if bleeding should occur, the user should apply digital or manual pressure to the puncture site, if necessary, pressure devices, such as a clamp or pressure bandage, may be used to provide supplemental compression. The product experience report (per) submitted to st jude medical by the sales rep lists the date of event different than the event date listed on the medical device report submitted by hospital. St jude medical was made aware of this event on july 31, 2003. The device was not returned to st jude medical and the current status of the device is unknown.